Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigation findings: a patient with an aneurysm in aortic arch, who was previously treated with 2 non-cook devices and got total arch replacement, underwent thoracic endovascular repair (tevar), where a zta-p-28-109 (complaint device) was used. The physician experienced advancement difficulties at the level of the distal end of the non-cook stent in the descending aorta. The zta device was replaced with a zdeg device. No adverse effects to the patient were reported. Review of the device history record gave no indication of the device being produced out of specification. IFU states ¿adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy, and disease state is required to ensure successful sheath introduction and subsequent withdrawal, as vessels that are significantly calcified, occlusive, tortuous, or thrombus lined may preclude introduction of the endovascular graft and/ or increase the risk of embolization¿. IFU states also ¿do not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur¿. The device was not returned for evaluation. Based on the provided information and review of documentation it has not been possible to determine an exact cause of the reported event. It is noticed that a zdeg device was used for treatment of aneurysm, which is outside of intended use. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref (B)(4). Similar to device under PMA/510(k): p140016. Investigation is still in progress.

Event description:
According to the initial reporter: the zta stent could not reach the aortic arch and instead used zdeg. Stop at the distal end of the j graft stent, in the descending aorta position patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.